Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. It was also reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead exhibited chronic high thresholds. The lead was reprogrammed to a different vector and remains in use. No further patient complications have been reported as a result of this event.